Event description:
A customer reported a minimum fill notification and stated there were two minimum fill issues, though it was unclear if these occurred on the same day or separate days. There was no adverse impact on the customer's blood glucose level. The customer was attempting to load a new cartridge with 120 units of insulin, and after filling the tubing, 76 units were usable, which was more than the required 50 units. Customer technical support advised the caller to remove the pump from its case, and the customer disconnected the call to watch a video on case removal. No additional information was received regarding the outcome of the event.